Event description:
During a laparoscopic colon resection, it was reported by the affiliate that the doctor found heavy bleeding from a hole of the aorta. He then converted to an open procedure for hemostasis. It is not confirmed which product (512sd or the uv120) caused the injury. The patient expired on april 25. Description of the event: at 13:30pm on april 22 surgeon put the uv120 for insufflation. The first puncture was created with a 512sd and a camera was inserted from the cannula. The suregon found little bleeding in the abdomen but continued the 2nd, 3rd, and 4th trocars (all of them were 512sd) were put, while checking the placement by scope. After the 4th puncture was done, blood pressure of the patient decline. Since the dr. Could not control patient's blood pressure with medicine, the case was converted to open after 15 minutes past from the first puncture. Bleeding (500-600cc) was observed in the abdominal cavity and the surgeon found bleeding from the aorta. The dr. Found a small hole on the anterior side of aorta and a big hole on the posterior side. Transplantation of an artificial vessel was done for repair of aorta and the case was completed at 2:00 am on april 23rd. Total amount of bleeding was 15000cc.